Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) accessory kit underwent a thorough analysis. All returned components underwent microscope evaluation. No visual damages nor abnormalities were found in neither of the components. The original package was not returned for analysis; however, an image was provided in which the reported allegations were able to be confirmed. Based on the information available and analysis results, the image depicting the hole on the sterile package could have caused or contributed to the reported clinical observations; therefore, a conclusion code of quality control deficiency was assigned to this investigation.

Event description:
It was reported that prior to this procedure a hole was found in the sterile package of the accessory kit of an inflatable penile prosthesis (ipp). The procedure was completed using another kit. No patient complications were reported.

Event description:
It was reported that prior to this procedure a hole was found in the sterile package of the accessory kit of an inflatable penile prosthesis (ipp). The procedure was completed using another kit. No patient complications were reported.